Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, on multiple occasions, the curved laser probe stuck when inserting inside the trocar. The probe was switched out on each case to complete surgery. There was no patient harm.

Manufacturer narrative:
Additional information provided. The 25 gauge illuminated flex curved laser probe lot number was received and a visual assessment of the returned sample revealed significant adhesive on the cannula tip. The 25 gauge illuminated flex curved laser probe was inserted into a 25g trocar. The sample had resistance when inserted into the 25g trocar, confirming the reported event. Additionally, the sample¿s cannula outer diameter (od) was measured. With an od min/max values of 0.0200 to 0.0205 inches, the sample¿s cannula od was measured to be 0.02035 to 0.02085, not meeting specifications. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe tips during manufacturing. An internal investigation has been opened. The manufacturer internal reference number is: (B)(4).